Event description:
It was reported that the surgeon was performing a gastric bypass. After the initial firing the gun was reloaded and would not fire. The jaws would not close and the surgeon was unsatisfied with the gun and a new gun was called for. A new gun was opened and worked effectively for the rest of the procedure. No patient consequences were reported.

Manufacturer narrative:
Damaged firing mechanism. Evaluation summary: the device was received in good visual condition and with no cartridge loaded in the device. However, one cartridge was received inside the bag partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found broken. No functional test could be performed due to the condition of the device.